Event description:
The manufacturer's representative reported the patient "had a refill done in 2005 and had missed the refill by some days." Upon doing the refill, they aspirated no drug which is what they expected and refilled. That evening, the patient developed overdose symptoms and appeared sedated. The hcp has since interrogated the pump and all programming is reported to be accurate. A follow up report will be sent if additional information is received.